Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that an ICU nurse stated that approximately 3 weeks ago, she experienced a ballooning in the silicone segment on a primary IV set. She was unable to recall if there was an attempt to deliver an IV push at the time of the event. There was no report of patient harm.